Event description:
It was reported that the patient was seen with high impedance. X-rays were provided that indicate a likely incomplete pin insertion condition. Additionally, the device sits abnormally in reference to the manufacturer's recommended implant locations. Finally, there is a lack of compliance in accordance to the manufacturer's labelling in regards to: no tie down utilization, no strain relief (loop and bend). However later, it was reported that a revision was performed, the surgeon had reinserted the pin and the impedance was still high. The generator was replaced. Per the surgeon, the assumption is that the electrode broke because the patient had falls due to seizures. No lead break was actually visualized. No lead replacement was performed since the neurosurgeon did not want to perform this during the same surgery. The high impedance remains unresolved. Later the patient refused the lead replacement. The preceding information does not preclude the possibility of an incomplete pin insertion contributing to the event as the x-rays provided to the manufacturer are consistent with an incomplete pin insertion condition. It was reported that the device was disabled.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
H6 adverse event problem codes; corrected information; b20 and b13 inadvertently left off of initial report despite being known at the time of submission. B5. Describe event; corrected information; initial MDR included inaccurate information upon submission. A1. A2, a3a. Age at time of event, patient sex; corrected information; initial MDR inadvertently omitted information known prior to submission.

Event description:
Later, it was clarified that the generator was not explanted and remains implanted to date. Surgery occurred on (B)(6) 2025. No device were exchanged only pin insertion was troubleshooted. No known additional relevant surgical intervention has occurred to date. No other relevant information has been received to date.